Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient had an [unrelated] ablation and a bunch of other things and the device had been turned off by the MRI people. Caller stated they went to meet with the representative today for a "tune up." Caller stated the representative told them that things had changed quite a bit and the patient needed to make some large changes. Caller added that when they came home and tried to lie down, it felt like the patient was getting shocked. Agent walked caller through turning adaptive stim back on. Caller confirmed all programs were turned on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.